Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller's data port was contaminated, which resulted in an inability to download log files from the controller. No alarms have been triggered, and the healthcare provided will continue to monitor the patient closely. The ventricular assist device (vad) coordinator attempted to clean the data port, but contaminant in the port was thick. The vad coordinator thought it could possibly be chocolate. The battery ports were checked for contaminant as well, but they were only a little dusty. The driveline, under the driveline cover, and driveline cover were cleaned as well even though they were not problematic to the patient. The patient wasn't sure how the contaminant got in the data port or even what it was. The patient was reminded about taking care of the equipment. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed contamination within the controller serial port. As a result, the reported controller serial port contamination event was confirmed. The inability to connect the data cable to the controller serial port due to contamination can contribute to the inability to download log files. The most likely root cause of the reported event can be attributed to handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.